Event description:
It was reported two hrs post-placement of this intra-aortic balloon catheter, a leak was noted. The intra-aortic balloon catheter was removed. A second catheter was not needed. There were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering eval indicated the central lumen displayed slight bends. The balloon was pressurized to 4 psi and submerged in a warm bath. Leak was revealed at the distal end of the balloon. Microscopic exam revealed a 7mm slice in the balloon material. Scratches and marks were noted on the balloon surface. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. This device displayed characteristics consistent with contact with a sharp external source, scratches and marks on the balloon surface, which co believes contributed to this event and do not attribute it to the device.